Manufacturer narrative:
Product complaint # (B)(4). Evaluation: received 15 representative and 5 opened samples for analysis. The received complaint samples were opened and visually inspected. All the received intact samples were opened and visually inspected as well as checked against assembly - incorrect component. Upon visual inspection it has been observed that all the returned were having pledgets above specification. Returned needle as well as suture material were inspected under magnification and found satisfactory. Five retain samples of incident product were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects no defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects, no defects were observed. During pledgets verification against specification requirement, the pledgets size was observed higher than required. As the complaint is related to assembly - incorrect component, visual inspection along with pledgets length, width, height test is applicable and measurable parameter. The average length width and height values of the retain sample were found to be over which does not meet the average usp requirement. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. All the individual as well as average pledgets length values of retain sample as well as complaint reference sample does not meet the specification requirements. Based on the analysis it is evident that this is a manufacturing defect. Representative samples returned to support investigation of assembly - incorrect component, device issues captured in reports 2210968-2019-78546, 2210968-2019-78547, 2210968-2019-78548, 2210968-2019-78550 and 2210968-2019-78551. Analysis results have been included in follow-up reports for each: 2210968-2019-78546, 2210968-2019-78547, 2210968-2019-78548, 2210968-2019-78550 and 2210968-2019-78551.

Manufacturer narrative:
(B)(4). Received 15 unopened samples and 5 opened samples for code pnw810 lot v8002. The received complaint samples were opened and visually inspected. All the received intact samples were opened and visually inspected as well as checked against mentioned voc assembly - incorrect component. Upon visual inspection it was observed that all the returned 20 ea (15ea intact and 05ea open condition) were of rectangular shape i.e 6mmx3mmx1.5mm. All the received complaint samples were only visually inspected as open complaint samples were mixed with intact samples to avoid the risk of contaminating the instrument these samples were opened and visually inspected. Returned needle as well as suture material were inspected under 10x magnification and found satisfactory. To verify the complaint, results of retained samples analysis were reviewed and it was observed that pledget dimension test was not complying with the finished good specification requirement. The average length, width and height values of the retain sample were found to be 6.1mmx3mmx1.5mm in which length of pledgets does not meet the average specification requirement. As a part of further investigation batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished goods tests report was reviewed and it was observed that all the parameter was complying with the finish good specification requirement. In order to identify other potentially affected lots finish good batch pnw810 lot v8001(manufactured in feb-2018) and batch pnw687a lot v8001(manufactured in april-2018) were selected for review as complaint was reported for pnw810 lot v8002 which was manufactured in march. Both pnw810 lot v8001 and pnw687a lot v8001 were subjected to analysis using control samples and complying results were observed for pledget dimension tests. This indicated that complaint was limited to v8002 lot only and no other lot was impacted. For complaint code pnw810 lot v8002 all the individual as well as average pledgets length values of retain sample as well as complaint reference sample does not meet the specification requirements. Based on the analysis it is evident that this is a manufacturing defect. Representative samples returned to support investigation of assembly - incorrect component, device issues captured in reports 2210968-2019-78546, 2210968-2019-78547, 2210968-2019-78548, 2210968-2019-78550 and 2210968-2019-78551. Analysis results have been included in follow-up reports for each: 2210968-2019-78546, 2210968-2019-78547, 2210968-2019-78548, 2210968-2019-78550 and 2210968-2019-78551.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #? Confirm the total qty of suture foils where reported issue was noticed? At least 6-7 foils were opened and observed the reported issue. Any patient consequences/ae outcome as a result of the event? New foils packs were opened from a different lot number during the surgery and defect closed.

Event description:
It was reported that a pediatric patient underwent a vsd closure on (B)(6) 2018, and suture was used. During the procedure, the surgeon observed that the pledget size appeared to be of a bigger or rectangular size 3mmx6mmx1.5mm, whereas the correct size should be 3mmx3mmx1.5mm which is also written of the foil pack. The procedure was completed by opening a box of different lot number, which had the correct pledget size. There were no adverse patient consequences reported. No additional information was provided. The surgeon opined that with surgery of very small pediatric patients, the situation is life threatening and bigger pledgets tends to overlap leading to complications.